Event description:
Found during routine testing. Customer called and reported device will not power up and the readiness display shows only black squares instead of icons. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and battery pak and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the reported problem was an ic, designator u23. The battery pak, date code 0812, was charge depleted.